Event description:
The affiliate reported a customer with a suspected positive bi. The customer reported that none of the items from the load were recalled and all were used on patients. One device was implanted into a patient. The patient was treated with an unspecified antibiotic. The customer reported that there were no reports of injury.